Manufacturer narrative:
Block h6: problem code 2906 captures the reportable event of clip would not deploy. Block h10: investigation results: the returned resolution 360 clip device was analyzed, and a visual evaluation noted that the clip assembly was returned with the clip jaws unable to close correctly. It was then confirmed under high magnification that the clip jaws were unable to close. Functional evaluation was performed using a tortuous path; activations of the device had been performed and the clip released from the catheter successfully. A dimensional examination was performed to further analyze the deployment issue, and the length from the most distal point of the ground coil to the proximal edge of the ferrule was within specification. A dimensional analysis was performed on the length of the control wire, and it was confirmed to be within specification. A dimensional analysis was also performed on the bushing, and the internal diameter was confirmed to be within specification. It was also noted that both yoke's external and internal diameters were within specification. Additionally, x-ray analysis was performed on the device, and no discernible defect could be seen. No other issues with the device were noted. The reported event was not confirmed. This failure is likely due to factors or conditions related to procedure during the use of the device that could have affected its performance and its intended purpose. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used during a colonoscopy procedure performed on (B)(6) 2019. According to the complainant, during the procedure, the clip would not close or deploy. The procedure was completed with another resolution 360 clip device. There were no patient complications reported as a result of this event. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used during a colonoscopy procedure performed on (B)(6) 2019. According to the complainant, during the procedure, the clip would not close or deploy. The procedure was completed with another resolution 360 clip device. There were no patient complications reported as a result of this event. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.